Event description:
A journal article by sylvie abraham, raphael piarroux. Ying zhou, vera tesic, ana abeleda, nadhira houhou-fidouh, pascale nicaise-rolland, luce landraud, rima mcleod, sandrine houzé. ¿performances of ict toxoplasma igg-igm test in comparison with vidas® toxo competition to determine the immune status against toxoplasma gondii¿, european journal of clinical microbiology & infectious diseases (2023) 42:1327¿1335, documented architect toxo igg results along with false negative architect toxo igg results. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive/grayzone and false nonreactive architect toxo igg results included a review of data and information from the article ¿performances of ict toxoplasma igg-igm test in comparison with vidas toxo competition to determine the immune status against toxoplasma gondii¿, trending review, labeling review, and device history record. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any related non-conformances or deviations with list number 06c20 and the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect toxo igg assay was identified.